Event description:
During evaluation and repair of returned device, it was noted that the low alarm would not trigger until the gauge was in the negative range, at about -10. The customer was then contacted for further info. The customer indicated that the problem was discovered during their internal testing. The deivice was not being used by a pt at the time.